Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. It met all specifications for pressure flow and preimplantation testing. The valve did not pass leakage testing due to a tear on the side of the delta chamber. It is unknown how or when this damage may have occurred. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that the valve leaked.